Manufacturer narrative:
The device has not been returned to animas. No conclusions can be made at this time. User error should be considered.

Event description:
On (B)(6) 2017, the distributor notified animas of the following: on the (B)(6) 2017, the patient. Has a blood glucose (bg) value 400 mg/dl on sensor cgm reading got from the pump. The patient didn¿t do the capillary reading to confirm the glucometer value, then corrected the high bg value with a series of boluses down to 230 mg/dl at lunch. In the afternoon, the bg value was 50/55 mg/dl (sensor cgm reading). Patient developed nausea, vomiting, difficulty speaking and severe headache. For this reason, she took a nimesulide without any result, so she disconnected the pump from her body, waiting a minute and after ate something. The bg value became normal. During the night the situation was normal. So patient did not request the medical intervention. And there was no hospitalization. This complaint is being reported as the patient experienced hypoglycemia related to the use error of not checking the capillary blood glucose before treating.